Manufacturer narrative:
The reported failure of (system leak verification: pressure drop over 10s) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a (system leak verification: pressure drop over 10s) test step. In conclusion, the customer has previously agreed that any device that fails fco81 implementation is to be removed from service and have no repairs. The repair quote was rejected by the customer, and no work was performed by philips. The root cause was not confirmed and the case was closed.